Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging CPAP device not turning on and off, on modem. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer received information alleging CPAP device not turning on and off, on modem. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found minimal signs of black dirt / dust contamination on bottom enclosure, top enclosure, and on rear panel. The manufacturer visually inspected the device internally and found dust contamination in the blower assembly. A crack was located on top enclosure next to ambient sensor the device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 30 error codes. The manufacturer replaced all the required parts, cleared error log, reset rtc and the session ID was set the manufacturer concludes there was no evidence of sound abatement foam degradation, but dust contamination were observed and are consistent with being from an external source. Section d8, d9, h3 and h6, were corrected in this report.